Manufacturer narrative:
The customer returned contour test strips for evaluation. The product information was not provided initially.

Event description:
The customer received a blood glucose reading of 135mg/dl on the contour meter. She almost passed out and about an hour later at the hospital her reading was 38mg/dl. Further information regarding the incident was not provided. Only the meter information was given. The customer was expected to returned her test strips for evaluation. New meter and strips were sent to her.